Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia totally extraperitoneal (tep) procedure, when the mesh was applied, the mesh did not adhere to tissue as expected, and the surgeon noted that the blue part of the mesh kept unsticking. The mesh was not cut prior to implantation, was not implanted in a contaminated field, and appeared as expected in color, texture, and moisture. The wound was closed with suture and glue, and the mesh was self-fixating. No patient complications have been reported as a result of this event.